Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s sister reported that customer received readings that are very low from his adc blood glucose meter and provided the following examples: 1.9 mmol/l (34 mg/dl) ¿ 3.0+ mmol/l (54+ mg/dl). Caller further reported that on (B)(6) 2017 customer received a ¿low reading¿ (unspecified) and began to ¿drink glucose water until not feeling well¿, even though he did not experience any symptoms of hypoglycemia. Customer was taken to a hospital where a reading of ¿21+mmol/l (378+ mg/dl) was received on a hospital device. Caller did not know what specific treatment was provided at the hospital, but noted he was to be discharged on the day of her call ((B)(6) 2017). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer¿s sister reported that customer received readings that are very low from his adc blood glucose meter and provided the following examples: 1.9 mmol/l (34 mg/dl) ¿ 3.0+ mmol/l (54+ mg/dl). Caller further reported that on (B)(6) 2017 customer received a ¿low reading¿ (unspecified) and began to ¿drink glucose water until not feeling well¿, even though he did not experience any symptoms of hypoglycemia. Customer was taken to a hospital where a reading of ¿21+mmol/l (378+ mg/dl) was received on a hospital device. Caller did not know what specific treatment was provided at the hospital, but noted he was to be discharged on the day of her call ((B)(6) 2017). There was no report of death or permanent injury associated with this event.